Manufacturer narrative:
(B)(6). Device evaluation: visual analysis of the photographs identified the device has brown particle materials on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider has reported "implant rupture". Device has been explanted. This relates to the left side.